Event description:
Hissing noise from back of ventilator. Not in patient use when the problem was discovered.

Manufacturer narrative:
The carefusion field service representative evaluated the device and found the oxygen blender regulator leaking as the cause of the hissing sound. The carefusion field service representative replaced the oxygen blender regulator, recalibrated the blender, ran the device through the operational verification testing (ovt) and the device passed all test. Upon completion the device was returned to the user facility's control ready to be returned to service.